Event description:
It was reported that the inlay luxation radiologically visible on the first day after surgery. During medical procedure regular insertion of the inlay was performed. The patient underwent a revision surgery.

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: a visual inspection found the device to have a slightly deformed metal ring. Additionally, chips, gouges, and scratches are evident on the poly of the device as well. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. Based on the above investigation and provided information, the root cause was attributed to a user related issue. It appears the user did not follow the instructions in the surgical technique that instructed the user to ¿apply hand pressure to begin to engage the locking mechanism.¿ the force of using the impaction handle without applying hand pressure first when attempting to seat the baseplate was enough to deform the metal collar of the device. If any further information is provided, the complaint report will be updated.